Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. The pain reported was likely the result of loosening, wear, or infection.

Event description:
Patient had a bilateral knee replacement approximately two years ago and is still experiencing pain.